Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a damaged desktop charger cord. An email was sent to repair to replace the desktop charger. Given the patient's history of multiple reports of damaged recharging cables, agent reviewed that the patient would be eligible for the dbs recharger replacement program. The patient was interested in the program, so agent sent an email to the field to notify them. No symptoms were reported. Additional information received from the consumer reported for the last few days they were experiencing poor coupling and due to this it was taking forever to get the implant charged to 100%. The patient mentioned dropping the recharger and hoping they didn¿t damage it. A replacement antenna was going to be sent in addition to working on a wireless recharger. Patient called because they weren't seeing the full charge symbol on recharger. It was found that they did not have any coupling boxes filled in. Patient had a caretaker there who helped to reposition the antenna and was able to get coupling and ins was charged about 75%. Patient states it is hard to get the coupling boxes because of the placement of the ins being up by their shoulder. Patient mentioned they have an appointment scheduled with their doctor in august. Patient called back and repeated the same information in regards to the recharger not working. They stated that they are still getting poor coupling even with the replacement recharger antenna. Due to the patient stating that the recharger was dropped and they were still having issue with it, patient services (pss) sent an email to repair to transition them to the wireless recharger (wr). Pss sent the wr kit to the mdt rep and informed the patient that they would be in contact with them. Pss reviewed with the patient and the rep if they are still having charging issues, they would need to follow up with the provider for a pocket assessment.

Event description:
It was reported that the patient had a damaged desktop charger cord. An email was sent to repair to replace the desktop charger. Given the patient's history of multiple reports of damaged recharging cables, agent reviewed that the patient would be eligible for the dbs recharger replacement program. The patient was interested in the program, so agent sent an email to the field to notify them. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), h3. Analysis of desktop charger ( serial no # (B)(6) found " bent/ broken connector pins at the end of cable". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.